Manufacturer narrative:
A covidien customer support engineer (cse) evaluated the unit and was found that the 840 vent had a loss of communication error. The graphical user interface (gui) printed circuit board (pcb) was replaced and the software was upgraded to the current revision. The unit passed all testing and operates within the manufacturing specifications.

Event description:
A report from a customer stated that prior to use, when the device was started up, an alarm was generated and the monitor did not turn on. The reported issue was duplicated the next day. There was no patient involvement.

Manufacturer narrative:
(B)(4).